Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital (the third people's hospital of hainan province) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the handle) was analyzed, and a visual evaluation noted that the trip wire was enrolled on the handle and there were friction marks on the slot and the suction port was broken. The trip wire was not secured. A functional evaluation was performed by rotating the handle knob. It could not be rotated due to the tension that offered the trip wire enrolled on the handle. After the trip wire was released from the handle, it could be rotated without problems. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed as only the handle was returned. Upon analysis, it was found that the trip wire was enrolled in the slot of the handle leaving friction marks on it and the suction port was broken. In addition, the handle could not rotate in that condition, it was necessary to release the trip wire from the slot of the handle to enable the handle to rotate. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to the trip wire enrolled in the slot of the handle making tension and unable the handle to rotate. More attempts to rotate the handle would lead to the friction marks on the slot of the handle and broke the suction port. Also, since the handle could not rotate, this could lead to inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous vascular ligation therapy procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous vascular ligation therapy procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.